Event description:
This case was initially received via regulatory authority FDA (reference number: (B)(4) on (B)(6) 2015. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("slight bleeding / abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "haven't even gotten hsg test, 6 months later" in 2015. The patient's concurrent conditions included anesthesia procedure since (B)(6) 2015. In (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("constantly tired, it is extremely hard to perform daily tasks since getting essure / extremely exhausted") with asthenia, anxiety ("anxiety") with mood swings and hypoaesthesia, back pain ("back pain"), alopecia ("hair loss"), rash generalised ("rashes on body"), hormone level abnormal ("hormones going crazy"), menstruation irregular ("irregular periods") with hypomenorrhoea and menorrhagia, nipple pain ("sore nipples"), hot flush ("hot flashes") and neck pain ("neck pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) with abdominal pain lower, depression ("depression") and infection ("infection"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, anxiety, back pain, alopecia, rash generalised, hormone level abnormal, menstruation irregular, nipple pain, hot flush, neck pain, depression and infection outcome was unknown. The reporter considered alopecia, anxiety, back pain, depression, fatigue, genital haemorrhage, hormone level abnormal, hot flush, infection, menstruation irregular, neck pain, nipple pain, pelvic pain and rash generalised to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: summons received - case upgraded as incident. New events, depression and infection were added. Surgical treatment for event pelvic pain was added. Legal reporter were added. Product stop date was added. "Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial' indicates here initial submission by the new legal manufacturer only". Company causality comment - incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1090) on 02-sep-2015. The most recent information was received on 19-dec-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), genital haemorrhage ("slight bleeding / abnormal bleeding/)/light bleeding for weeks at a time") and intra-abdominal haemorrhage ("abdominal bleeding") in a 31-year-old female patient who had essure (batch no. C36387-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "haven't even gotten hsg test, 6 months later / she didn¿t undergone any essure confirmation test" in 2015. The patient's medical history included body mass index normal, pap smear abnormal, anemia, human papilloma virus infection, uterine bleeding and pelvic cyst. Concurrent conditions included anesthesia procedure since march 2015. Concomitant products included alprazolam (xanax) since (B)(6) 2015 and tretinoin (retin a) since 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) with abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), fatigue ("constantly tired, it is extremely hard to perform daily tasks since getting essure / extremely exhausted / fatigue") with asthenia, anxiety ("anxiety / psychological or psychiatric problems condition: severe anxiety - still suffer with severe anxiety daily") with mood swings and hypoaesthesia, back pain ("back pain"), alopecia ("hair loss"), menstruation irregular ("irregular periods") with hypomenorrhoea and menorrhagia, vaginal haemorrhage ("abnormal bleeding (vaginal)"), acne cystic ("cystic acne"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and adnexa uteri pain ("right ovary pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"), 15 days after insertion of essure. On (B)(6) 2015, the patient experienced vulvovaginal mycotic infection ("infection (bladder reaction urinary tract/vaginal) type: yeast"), drug hypersensitivity (" allergic reaction to otc medicine that I've used in the past with no issues") and peripheral swelling ("swollen so bad that I could barely walk."). In 2015, the patient experienced rash generalised ("rashes on body"), nipple pain ("sore nipples"), hot flush ("hot flashes") and neck pain ("neck pain") and was found to have hormone level abnormal ("hormones going crazy"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant) and depression ("depression"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, intra-abdominal haemorrhage and vaginal haemorrhage had resolved, the fatigue, anxiety, back pain, rash generalised, hormone level abnormal, menstruation irregular, nipple pain, hot flush, neck pain, depression, vulvovaginal mycotic infection, acne cystic, dysmenorrhoea, dyspareunia, weight increased, adnexa uteri pain, drug hypersensitivity and peripheral swelling outcome was unknown and the alopecia was resolving. The reporter considered acne cystic, adnexa uteri pain, alopecia, anxiety, back pain, depression, drug hypersensitivity, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, hot flush, intra-abdominal haemorrhage, menstruation irregular, neck pain, nipple pain, pelvic pain, peripheral swelling, rash generalised, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 150 lbs. Dysmenorrhea, pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 19-dec-2018: update of information (batch is invalid). Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), genital haemorrhage ('slight bleeding / abnormal bleeding/)/light bleeding for weeks at a time') and intra-abdominal haemorrhage ('abdominal bleeding') in a 31-year-old female patient who had essure (batch no. C36387-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "haven't even gotten hsg test, 6 months later / she didn¿t undergone any essure confirmation test" in 2015. The patient's medical history included body mass index normal, pap smear abnormal, anemia, human papilloma virus infection, uterine bleeding and pelvic cyst. Concurrent conditions included anesthesia procedure since (B)(6) 2015. Concomitant products included alprazolam (xanax) since (B)(6) 2015 and tretinoin (retin a) since 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) with abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), fatigue ("constantly tired, it is extremely hard to perform daily tasks since getting essure / extremely exhausted / fatigue") with asthenia, anxiety ("anxiety / psychological or psychiatric problems condition: severe anxiety - still suffer with severe anxiety daily") with mood swings and hypoaesthesia, back pain ("back pain"), alopecia ("hair loss"), menstruation irregular ("irregular periods") with hypomenorrhoea and menorrhagia, vaginal haemorrhage ("abnormal bleeding (vaginal)"), acne cystic ("cystic acne"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and adnexa uteri pain ("right ovary pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain/I've gained 15lbs/but now I feel like I'm gaining like crazy"), 15 days after insertion of essure. On (B)(6) 2015, the patient experienced vulvovaginal mycotic infection ("infection (bladder reaction urinary tract/vaginal) type: yeast"), drug hypersensitivity ("allergic reaction to otc medicine that I've used in the past with no issues") and peripheral swelling ("swollen so bad that I could barely walk."). In 2015, the patient experienced rash ("rashes on body"), nipple pain ("sore nipples"), hot flush ("hot flashes") and neck pain ("neck pain") and was found to have hormone level abnormal ("hormones going crazy"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant), depression ("depression"), fear ("scared"), pharyngitis streptococcal ("strep and throat") and abdominal distension ("swelly belly") and was found to have weight decreased ("I lost about 10lbs right after I had it done"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, intra-abdominal haemorrhage and vaginal haemorrhage had resolved, the fatigue, anxiety, back pain, rash, hormone level abnormal, menstruation irregular, nipple pain, hot flush, neck pain, depression, vulvovaginal mycotic infection, acne cystic, dysmenorrhoea, dyspareunia, weight increased, adnexa uteri pain, drug hypersensitivity, peripheral swelling, fear, weight decreased, pharyngitis streptococcal and abdominal distension outcome was unknown and the alopecia was resolving. The reporter considered abdominal distension, acne cystic, adnexa uteri pain, alopecia, anxiety, back pain, depression, drug hypersensitivity, dysmenorrhoea, dyspareunia, fatigue, fear, genital haemorrhage, hormone level abnormal, hot flush, intra-abdominal haemorrhage, menstruation irregular, neck pain, nipple pain, pelvic pain, peripheral swelling, pharyngitis streptococcal, rash, vaginal haemorrhage, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. The reporter commented: current weight 150 lbs. Dysmenorrhea, pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received: events: strep throat and swelly belly were added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1090) on 02-sep-2015. The most recent information was received on 05-dec-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), genital haemorrhage ("slight bleeding / abnormal bleeding/)/light bleeding for weeks at a time") and intra-abdominal haemorrhage ("abdominal bleeding") in a 31-year-old female patient who had essure (batch no: c36387) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "haven't even gotten hsg test, 6 months later / she didn¿t undergone any essure confirmation test" in 2015. The patient's medical history included body mass index normal, pap smear abnormal, anemia, human papilloma virus infection, uterine bleeding and pelvic cyst. Concurrent conditions included anesthesia procedure since march 2015. Concomitant products included alprazolam (xanax) since may 2015 and tretinoin (retin a) since 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) with abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), fatigue ("constantly tired, it is extremely hard to perform daily tasks since getting essure / extremely exhausted / fatigue") with asthenia, anxiety ("anxiety / psychological or psychiatric problems condition: severe anxiety - still suffer with severe anxiety daily") with mood swings and hypoaesthesia, back pain ("back pain"), alopecia ("hair loss"), menstruation irregular ("irregular periods") with hypomenorrhoea and menorrhagia, vaginal haemorrhage ("abnormal bleeding (vaginal)"), acne cystic ("cystic acne"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and adnexa uteri pain ("right ovary pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"), 15 days after insertion of essure. On (B)(6) 2015, the patient experienced vulvovaginal mycotic infection ("infection (bladder reaction urinary tract/vaginal) type: yeast"), drug hypersensitivity (" allergic reaction to otc medicine that I've used in the past with no issues") and peripheral swelling ("swollen so bad that I could barely walk."). In 2015, the patient experienced rash generalised ("rashes on body"), nipple pain ("sore nipples"), hot flush ("hot flashes") and neck pain ("neck pain") and was found to have hormone level abnormal ("hormones going crazy"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant) and depression ("depression"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, intra-abdominal haemorrhage and vaginal haemorrhage had resolved, the fatigue, anxiety, back pain, rash generalised, hormone level abnormal, menstruation irregular, nipple pain, hot flush, neck pain, depression, vulvovaginal mycotic infection, acne cystic, dysmenorrhoea, dyspareunia, weight increased, adnexa uteri pain, drug hypersensitivity and peripheral swelling outcome was unknown and the alopecia was resolving. The reporter considered acne cystic, adnexa uteri pain, alopecia, anxiety, back pain, depression, drug hypersensitivity, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, hot flush, intra-abdominal haemorrhage, menstruation irregular, neck pain, nipple pain, pelvic pain, peripheral swelling, rash generalised, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 150 lbs. Dysmenorrhea, pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs received: reporters were added. Demographic conditions were added. Insertion date was updated. Lot number was added. Events: abnormal bleeding (vaginal), cystic acne, dysmenorrhea, dyspareunia, weight gain, ovary pain, drug hypersensitivity, peripheral inflammation, abdominal bleeding were added. Surgeries were added. Event onset date and outcome were updated. Medical condition were added. Concomitant drugs were added. Lab data were added. Event infection updated to vaginal yeast infection. Event treatment non compliance updated to device monitoring procedure not performed. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1090) on 02-sep-2015. The most recent information was received on 01-oct-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), genital haemorrhage ('slight bleeding / abnormal bleeding/)/light bleeding for weeks at a time') and intra-abdominal haemorrhage ('abdominal bleeding') in a 31-year-old female patient who had essure (batch no. C36387-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "haven't even gotten hsg test, 6 months later / she didn¿t undergone any essure confirmation test" in 2015. The patient's medical history included body mass index normal, pap smear abnormal, anemia, human papilloma virus infection, uterine bleeding and pelvic cyst. Concurrent conditions included anesthesia procedure since (B)(6) 2015. Concomitant products included alprazolam (xanax) since (B)(6) 2015 and tretinoin (retin a) since 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) with abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), fatigue ("constantly tired, it is extremely hard to perform daily tasks since getting essure / extremely exhausted / fatigue") with asthenia, anxiety ("anxiety / psychological or psychiatric problems condition: severe anxiety - still suffer with severe anxiety daily") with mood swings and hypoaesthesia, back pain ("back pain"), alopecia ("hair loss"), menstruation irregular ("irregular periods") with hypomenorrhoea and menorrhagia, vaginal haemorrhage ("abnormal bleeding (vaginal)"), acne cystic ("cystic acne"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and adnexa uteri pain ("right ovary pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain/I've gained 15lbs/but now I feel like I'm gaining like crazy"), 15 days after insertion of essure. On (B)(6) 2015, the patient experienced vulvovaginal mycotic infection ("infection (bladder reaction urinary tract/vaginal) type: yeast"), drug hypersensitivity ("allergic reaction to otc medicine that I've used in the past with no issues") and peripheral swelling ("swollen so bad that I could barely walk."). In 2015, the patient experienced rash generalised ("rashes on body"), nipple pain ("sore nipples"), hot flush ("hot flashes") and neck pain ("neck pain") and was found to have hormone level abnormal ("hormones going crazy"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant), depression ("depression") and fear ("scared") and was found to have weight decreased ("I lost about 10lbs right after I had it done"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, intra-abdominal haemorrhage and vaginal haemorrhage had resolved, the fatigue, anxiety, back pain, rash generalised, hormone level abnormal, menstruation irregular, nipple pain, hot flush, neck pain, depression, vulvovaginal mycotic infection, acne cystic, dysmenorrhoea, dyspareunia, weight increased, adnexa uteri pain, drug hypersensitivity, peripheral swelling, fear and weight decreased outcome was unknown and the alopecia was resolving. The reporter considered acne cystic, adnexa uteri pain, alopecia, anxiety, back pain, depression, drug hypersensitivity, dysmenorrhoea, dyspareunia, fatigue, fear, genital haemorrhage, hormone level abnormal, hot flush, intra-abdominal haemorrhage, menstruation irregular, neck pain, nipple pain, pelvic pain, peripheral swelling, rash generalised, vaginal haemorrhage, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. The reporter commented: current weight 150 lbs. Dysmenorrhea, pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 1-oct-2019: social media received- event scared was added. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 02-sep-2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a 31-year-old female patient who had essure (batch no. C36387-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "haven't even gotten hsg test, 6 months later / she didn¿t undergone any essure confirmation test" in 2015. The patient's medical history included body mass index normal, pap smear abnormal, anemia, human papilloma virus infection, uterine bleeding and pelvic cyst. Concurrent conditions included anesthesia procedure since (B)(6) 2015. Concomitant products included alprazolam (xanax) since (B)(6) 2015 and tretinoin (retin a) since 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) with abdominal pain lower, genital haemorrhage ("slight bleeding / abnormal bleeding/)/light bleeding for weeks at a time"), fatigue ("constantly tired, it is extremely hard to perform daily tasks since getting essure / extremely exhausted / fatigue") with asthenia, anxiety ("anxiety / psychological or psychiatric problems condition: severe anxiety - still suffer with severe anxiety daily") with mood swings and hypoaesthesia, back pain ("back pain"), alopecia ("hair loss"), menstruation irregular ("irregular periods") with hypomenorrhoea and menorrhagia, vaginal haemorrhage ("abnormal bleeding (vaginal)"), acne cystic ("cystic acne"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and adnexa uteri pain ("right ovary pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain/I've gained 15lbs/but now I feel like I'm gaining like crazy"), 15 days after insertion of essure. On (B)(6) 2015, the patient experienced vulvovaginal mycotic infection ("infection (bladder reaction urinary tract/vaginal) type: yeast"), drug hypersensitivity ("allergic reaction to otc medicine that I've used in the past with no issues") and peripheral swelling ("swollen so bad that I could barely walk."). In 2015, the patient experienced rash ("rashes on body"), nipple pain ("sore nipples"), hot flush ("hot flashes") and neck pain ("neck pain") and was found to have hormone level abnormal ("hormones going crazy"). On an unknown date, the patient experienced intra-abdominal haemorrhage ("abdominal bleeding"), depression ("depression"), fear ("scared"), pharyngitis streptococcal ("strep and throat"), abdominal distension ("swelly belly"), dizziness ("dizziness"), endometriosis ("endometriosis") and menopause ("premenopause") and was found to have weight decreased ("I lost about 10lbs right after I had it done"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, intra-abdominal haemorrhage and vaginal haemorrhage had resolved, the fatigue, anxiety, back pain, rash, hormone level abnormal, menstruation irregular, nipple pain, hot flush, neck pain, depression, vulvovaginal mycotic infection, acne cystic, dysmenorrhoea, dyspareunia, weight increased, adnexa uteri pain, drug hypersensitivity, peripheral swelling, fear, weight decreased, pharyngitis streptococcal, abdominal distension, dizziness, endometriosis and menopause outcome was unknown and the alopecia was resolving. The reporter considered abdominal distension, acne cystic, adnexa uteri pain, alopecia, anxiety, back pain, depression, dizziness, drug hypersensitivity, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fear, genital haemorrhage, hormone level abnormal, hot flush, intra-abdominal haemorrhage, menopause, menstruation irregular, neck pain, nipple pain, pelvic pain, peripheral swelling, pharyngitis streptococcal, rash, vaginal haemorrhage, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. The reporter commented: current weight 150 lbs. Dysmenorrhea, pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet received. Event dizziness, premenopause & endometriosis was added. Follow up 9 & 10 were processed together. Product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.